Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center to report a heater issue on a home choice (hc) machine during use during treatment. The home patient (hp) stated that the bag was luke warm at best, however, there were no alarms. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated that she was aware that the patient's heating plate was not working. The nurse stated that the patient used a heating pad to warm the solution, therefore, the patient was not infused with cold solution. The patient's cycler has been swapped and the patient resumed therapy successfully. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported issue of heater issue, bag was lukewarm was not confirmed in the device logs or duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The cause for heater issue, bag was lukewarm, was undetermined. A service history review revealed no previous service events were related to the reported issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.